Manufacturer narrative:
No medical records have been made available to the manufacturer; however, medical images were made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the port catheter allegedly broke during insertion, where one piece of the catheter was outside the patient and one piece of the catheter remained in the patient. It was further reported that the remaining piece was removed before it could migrate. There was no reported patient injury.

Event description:
It was reported that the port catheter allegedly broke during insertion, where one piece of the catheter was outside the patient and one piece of the catheter remained in the patient. It was further reported that the remaining piece was removed before it could migrate. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: per the manufacturing site: the lot met all release criteria. Manufacturing records were reviewed (DHR, mrr¿s, scrap and mfg. Process changes) and there were not found evidence that the failure mode reported in this complaint is caused by the mfg. Process. Investigation summary: one 8 fr groshong catheter was returned for evaluation, as well as 3 digital photographs. Visual, microscopic, and tactual evaluations were performed for the physical sample. The investigation is confirmed for catheter break, as the catheter was returned in two segments. From the evaluation photographs, the break resulted in two opposed pointed tips on both sides of the break. One side of the v-shaped break surface on each side of the break was rougher than the other (on one side, at least, there was tearing evident in the form of a residual material flap), and the other was much smoother and more regular in comparison. All surfaces appeared of granular texture. The photographs as a whole showed a broken groshong catheter apparently consistent with the returned sample. The definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event. There appeared to be two types of breakage, one side of the break being characteristic of rough tearing, and the other of smoother and more regular surface, but still indicating tearing or splitting. It appears that at some point the catheter sustained angled split damage through a portion of the catheter that finally tore during the procedure. The origin of this first split/tear is unknown, but possibilities include compression from a tool, etc. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.